Event description:
It was reported that during a laparoscopic gastric bypass procedure, the shears stopped working. Scrub nurse retightened the instrument used for a short time and then stopped again. During cleaning of the "working end"of the instrument, the active blade tip broke off onto the mayo stand. Opened new shears to complete the case. There was no patient consequence.